Manufacturer narrative:
A sample has not been received for evaluation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A root cause has not been identified. (B)(4).

Event description:
A nurse reported during a vitrectomy procedure small air bubbles coming from the infusion cannula were observed in the patient's eye. The surgeon was able to remove the air bubbles and snap the line to continue the surgery without further complications. The patient's outcome is reported as "good". This is the second of three reports.